Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The system was explanted on (B)(6) 2018 and replaced on (B)(6) 2018. The patient was doing great post surgery.

Manufacturer narrative:
Final analysis found normal device characteristics.